Manufacturer narrative:
(B)(4). Batch # p93l76. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the max hand control button had no tactile feedback. Upon testing the buttons, the max button stayed activated after it was released resulting in continuous activation. Cycling of the buttons, resulted in an alert screen of ¿reactivate two switch activations detected¿. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The instrument was disassembled to inspect the internal components and the max hand control button was found to have a collapsed dome. This resulted in the max hand control button to continuously activate. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused that the dome collapsed. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic cholecystectomy, ¿replace hand piece¿ was displayed at the pre-run test. The same event continued though the device passed the pre-run test and functioned for a while. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device with the same hand piece was used to complete the case. There were no adverse consequences to the patient.